Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a message in the remote home monitoring system. It was noted that shock impedance measurements had been slowly increasing. Presenting electrograms (egms) showed no noise. Technical services (ts) discussed the option of programming the alert threshold to 150 ohms if the clinic plans to continue monitoring and also discussed the option of performing a commanded shock if the measurements continue to rise. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.